Event description:
It was reported that the patient received a patient notification for a single high, out of range, high voltage lead impedance. The system remains implanted. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.